Manufacturer narrative:
The device was not returned to resmed for evaluation. Based on the information available and previous investigations of similar complaints, resmed determined that the reported event was due to a software issue. (B)(4).

Event description:
It was reported to resmed that an astral device failed to power down and the device settings cannot be accessed. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was not returned to resmed for evaluation. A resmed product support specialist went through the troubleshooting steps and advised the customer of possible causes. The customer was advised to perform a hard reboot and this resolved the device operation issue. (B)(4).

Event description:
It was reported to resmed that an astral device failed to power down and the device settings cannot be accessed. The device was not in use when the fault occurred; therefore, there was no patient involvement.